Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) ranged from 250 to 300 mg/dl. Customer alleged the fill estimate gauge was incorrect. Pump cartridge was changed. Bolus was delivered to address bg. Insulin delivery was resumed. Reportedly, customer is using fiasp insulin, which is not approved for use per tandem labeling. Tandem technical support informed customer of approved insulin. As the pump supplies were changed, a cause of the event could not be determined by tandem technical support.